Manufacturer narrative:
The sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the end user describes the device as giving inaccurate readings. As she (end user) blows into the meter the blue indicator will give readings that range from 350lpm to 700lpm. She explained that her breath pressure did not vary to that extent when she blew into the device. No pt injury reported.